Event description:
While completing an arthroscopic rotator cuff tear repair the physician was using an expresssew suture punch device to make six simple interrupted sutures through the transosseous bone tunnels. During the procedure it was noted that the tip of the expresssew needle fractured. The tip could not be located and was left in the patient.